Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp and the sensor extension was found to be damaged. The part was replaced and there were no further issues found the iabp passed all functional and safety tests per factory specification. It was returned to the customer and cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had a fiber optic sensor failure. The iabp was changed for another iabp to continue therapy. The customer also stated that the fiber optic was out on their cardiosave iabp. There was no patient injury or harm reported at the time of this event.